Event description:
The customer stated that on (B)(6) 2012, a falsely elevated architect ca 125 result of 698 u/ml was generated on a patient having a general physical exam. The sample was repeated and a result of 736 u/ml was generated. The patient returned on (B)(6) 2012, and a new sample generated a result of 25.0 u/ml. A plasma sample from (B)(6) 2012, was tested and a result of 614 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
Accuracy testing was reviewed for a representative lot of architect ca 125 ii (12341m500), since the likely cause lot expired june 22, 2012 and further evaluation was not able to be performed. Acceptance criteria were met, which indicates acceptable product performance. Customer complaint data was reviewed and no adverse trends were identified for the likely cause lot 04202m500. During the review of the complaint text it was noted that the reagent kit expired june 22, 2012 and the discrepant results were obtained for the patient on (B)(6) 2012 beyond the expiration of the kit. The architect ca 125 ii reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.